Event description:
The customer reported to olympus the hd camera head had a blurry image during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the image was found to be blurry due to moisture in the charged coupled device lens. Additionally, the evaluation found kinks and a knot on the cable, and the unit failed leak test due to a cracked connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that blurry image was displayed due to moisture inside the charge-coupled device (ccd). Moisture occurred inside the ccd because water entered from the cracked part of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.